Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Additionally, it was reported that insulin was not being delivered from the cartridge. Reportedly, a cartridge change was performed to address the issues and insulin delivery was resumed. The customer's blood glucose level was 289 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.